Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from patient (pt). Pt reported the cause of the fluid in the brain is unknown. Pt reported that a shunt needs to be put in and the issue has not resolved, pt does not know if this is related to their device. Pt additionally reported that no actions have been taken to resolve the overdischarge and it has not yet been resolved. Additional information was received from manufacturer representative (rep). Rep reported they were unaware of the fluid in the brain so did not discuss it with the patient at their last call. Rep reported patient stated they would like their help in getting a new battery and a new surgeon and a new neurologists. With the new battery they can get the MRI they needed and maybe try and reduce his tremors which the device used to knock out. Rep had them call a new healthcare provider (hcp) and they are scheduled to have the device replaced. This is to take place in the next 2-3 weeks. At that point the patient is going to get the MRI. And then rep have given them a list of docs who are capable of managing the dbs on their area.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient turned their device off 2 years ago and hasn't used it and said that the implantable neurostimulator (ins) need to be replaced and gone dead because they can't use it anymore. Caller stated that they turned it off because it was making them feel bad. The patient was having headaches, neckaches, they kept having to go back to the hcp for adjusting settings, and when they turn it on, they cannot talk. Caller also stated that when the patient was working it was great, but when they retired, that when it started not working right. Caller then stated that the patient now has fluid on their brain and went to the hcp office to find out if they need to suction it and they were told that they need an MRI and they were told that the hcp has sent the paperwork for manufacturer to approve the MRI. Agent reviewed that the ins is overdischarged and redirected them to the hcp to get the device out from the overdischarged state and see if they can do an impedance check and fill out the form for MRI eligibility. Agent documented reported events.